Event description:
Report received of an overdelivery. The pump was received in the purchasing department with a note that read: "the pump was infusing more quickly then it should." The medication infusing and the pump parameters could not be recalled. Reportedly the nurse tried to reprogram the pump, but was unsuccessful. The pump was removed from clinical use. The unknown medication was resumed with a replacement pump. The patient did not expeirence any adverse effects.